Event description:
The customer reports that they created a treatment plan in which they measured many small fields with different mlc shapes used for stereotactic application. When verifying the dose calculated by eclipse with measurements, the customer found large dose disagreements. There was no report of serious injury or misadministration associated with this event.

Manufacturer narrative:
Although there was no reported injury in this case, the available info suggests a possible malfunction of the device. Though still under investigation, varian has determined that a MDR is appropriate as this possible malfunction, should it recur, could potentially cause serious injury. Additional f/u to this MDR is expected upon completion of the investigation.